Event description:
Recipient's hearing performance with the device was affected. No trauma or accident was reported. No swelling at implant site. The recipient was re-implanted on (B)(6) 2019.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Recipient's hearing performance with the device is affected. No trauma or accident is reported. Reimplantation is considered however no date has been scheduled as yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode likely caused by excessive mechanical stress appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User's hearing performance with the device is affected. No trauma or accident is reported.